Event description:
A thermal component failure was reported to have occurred on the CT system's power distribution unit (pdu) while the system was being serviced by a third party service engineer. There was no patient involvement. Additionally, there was no injury reported. Prior to the event, the engineer removed the pdu cover and turned on the "manual enable" switch in order to troubleshoot the pdu component. Then the engineer proceeded to perform a phantom calibration procedure, during which the reported thermal event occurred. The engineer immediately extinguished the fire so that the damage was isolated to the pdu control board and protective sensor. The pdu control board was replaced. The system was verified to be performing according to specifications.

Manufacturer narrative:
Ge's investigation incorporated the following elements: error log reviews, control board inspection, service document review, and analysis of the event scenario. Inspection of the returned control board and review of the error logs revealed a failed transistor on the board. The transistor was determined to have shorted around the time of the event. The reviews also revealed that the engineer turned on the "manual enable" switch. Both the failed transistor and activated manual enable switch would cause an overheat. According to the report, the fire occurred during a phantom calibration procedure, which indicated that the pdu was energized at the time. Also, the pdu cover was not attached at this time. This cover is composed of flame retardant material that, if attached in conjunction with the system design, would have prevented the thermal event. A review of the service documentations instructs service providers that the pdu covers is to be in place and the pdu de-energized prior to working on the system. Based on the investigation findings, the probable root cause of the thermal event was a result of a combination of the following failures/ scenarios: a shorted transistor, manual enable switch was turned on, pdu was energized during the phantom calibration, and the pdu flame retardant cover was not attached during the calibration procedure.